Event description:
The manufacturer received information in regard to a user of a remstar auto a-flex device has passed away. The manufacturer received information alleging death; however, there is no information that the death is related to the device. Medical intervention was not specified. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.